Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing lung tissue resection during a laparoscopic video assisted thoracoscopic wedge resection procedure, the surgeon was able to press the green button but was unable to squeeze the handle hence the device did not fire. The issue occurred on three reloads. Another handle and reload were used to complete the case. There was no patient injury.